Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic after the patient fell. Upon interrogation, it was noted that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch, under-sensing and low pacing impedance. The patient felt the right ventricular pacing. Programming changes were made. The patient was in stable condition.

Event description:
New information received indicates the patient's remote transmission was viewed on (B)(6) 2025 when patient presented to follow-up visit in clinic.